Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. Further inspection revealed that there was a crack in the pump case located in the right-hand corner of the display area. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery compartment was intact; no damage was observed. Due to internal moisture contamination, the pump powered on to a multicolored, distorted display image. During testing, the pump emitted a cs 128 call service alarm on each ¿rewind¿ attempt. No power losses occurred during investigation. A leak test was performed and a pump case leak was found. The pump case was removed and evidence of moisture contamination was found on multiple internal components of the pump. The complaint that the pump had no power was not able to be adequately investigated due to the inability to exercise the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. It was noted that a new battery was inserted but the pump remained without power. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.